Manufacturer narrative:
H6: investigation summary: no information available for investigation regarding the customer's complaint of missing lids. Without this or even a material or lot number, the root cause remains unknown and the complaint cannot be verified. The device history report cannot be accessed due to no material or lot numbers.

Event description:
It was reported that unspecified bd¿ sharps containers were missing lids. The following information was provided by the initial reporter: "so lab called me about some lids they are missing."

Manufacturer narrative:
Unknown manufacturer: (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that unspecified bd¿ sharps containers were missing lids. The following information was provided by the initial reporter: "so lab called me about some lids they are missing."